Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and were confirmed to be within specified limits. According to the instructions for use (IFU) contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a patient with any anatomic or pathologic condition in which weakness of the myometrium could exist, such as history of previous classical cesarean section. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in patients with sub-septate uteri. Based on the information obtained to date, no direction correlation can be made between the reported event and the novasure system. (B)(4).

Event description:
It was reported that an uneventful novasure endometrial ablation was done on (B)(6)2010. The patient called the physician on (B)(6)2010 reporting pelvic pain and fever of 100.5 degrees fahrenheit. The next day she was admitted to the hospital. An ultrasound was done and a hematoma was found "in the uterus along a previous cesarean section scar". She was given intravenous (IV) cipro (ciprofloxacin) and discharged home on (B)(6)2010. She was readmitted on (B)(6)2010 with the same symptoms. A blood culture, taken on (B)(6)2010, was positive for (B)(6). The physician and hospital believe the culture results were due to a contaminant in the specimen". She was given IV cipro (ciprofloxacin), gentamicin sulfate and tetracycline hydrochloride (doses unknown). The physician reported he believes her fevers were from "either a hematoma behind the cesarean section scar or from a small degenerative fibroid". She was discharged home on (B)(6)2010. The patient was seen in the physician's office during the week of (B)(6)2010 and "she is doing very well.